Event description:
After priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the roller pump was set on 4 liters per minute, but would increase to 6 liters per minute. The user reset it to 4 liters, but it would increase back to 6 liters. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.